Event description:
It was reported that the customer received a button error alarm on the insulin pump and the buttons stopped responding. The customer did not recall any significant events leading up to the alarm. Her blood glucose level was 160 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).